Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Visual inspection noted one trocar was received. Visual evaluation noted the trocar appeared to be sharp. Although the reported event was confirmed a root cause could not be determined. However a potential root cause for this failure mode could be due to inspection results (visual characteristics) not verified by internal quality assurance (iqa) assignee. The product was used for treatment purposes. The product had failed to meet the specifications and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the trocar was not piercing the skin. Per sample evaluation it was found that the trocar was bent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported the the trocar was not piercing the skin. Per sample evaluation it was found that the trocar was bent.